Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. In reviewing the meter memory, customer was unsure which results she was concerned with. Customer also mentioned she had obtained a result of 150 mg/dl using truemetrix meter and 197 mg/dl using another device; customer was not sure if results were fasting or non-fasting. The customer's does not know their expected blood glucose test result range, but stated she would like to stay between 100 - 120 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification on the dining room table. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. Customer does not always test fasting and was not sure if the results in the meter memory were performed fasting or non-fasting. The meter memory was reviewed for previous test result history: (B)(6).